Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states she is having a hard time getting the new remote to charge her back. Patient states cannot locate device and something else and states battery empty cannot provide stimulation. Patient reports she has not been able to use her stimulator for almost 3 months. Pt did mention that the rtm does get hot. Pt states its been a couple months since a full charge was on the ins. Agent advised to reset controller and check for damage in which pt does not detect. Agent advised to charge and pt was in the passive charge mode screens and was never able to get through these screens and get to the normal charging screen. The troubleshooting steps that were taken on the call did not resolve the issue. Patient mentioned she was sent the wrong battery compartment cover. Also issue with an external device. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_unknown; product type: 0217-unknown; section d references the main component of the system. Other medical products in use during the event include: model 97755 serial # (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.